Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on 22-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('on the left side, the implant seemed to be slightly too proximal'), device dislocation into abdominal cavity ('presence of several metal pieces suggesting peritoneal dissemination on the scan'), device breakage ('presence of several metal pieces suggesting peritoneal dissemination on the scan'), allergy to metals ('allergy to nickel') and pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure (batch no. D40625) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), rash ("skin rash") with skin burning sensation, tachycardia ("tachycardia"), visual impairment ("visual disturbance"), dizziness ("dizzy spells"), migraine ("migraine"), arthralgia ("joint pain in arms and fingers"), peripheral coldness ("cold arms and hands that turn purple"), skin discolouration ("cold arms and hands that turn purple"), abdominal pain upper ("stomach pain") and nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), device dislocation into abdominal cavity (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and allergy to metals (seriousness criteria medically significant and intervention required). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with surgery (bilateral uterine isthmus resection, all metal elements removed, right functional ovary cyst removed and salpingectomy via laparoscopy to remove essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the device dislocation into abdominal cavity had resolved. At the time of the report, the device dislocation, device breakage, allergy to metals, pelvic pain, abdominal pain, back pain, rash, tachycardia, visual impairment, dizziness, migraine, arthralgia, peripheral coldness, skin discolouration, abdominal pain upper and nausea outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain upper, arthralgia, back pain, dizziness, migraine, nausea, pelvic pain, peripheral coldness, rash, skin discolouration, tachycardia and visual impairment with essure. The reporter considered allergy to metals, device breakage, device dislocation and device dislocation into abdominal cavity to be related to essure. The reporter commented: during insertion, right tubal ostium presented with slight hyperplasia of polyp type. After insertion, there were 13 trailing coils on the left and 6 on the right. Two explantation dates were provided: (B)(6) 2017 and (B)(6) 2017. The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017 to remove essure. Then the patient underwent surgery via laparoscopy for allergy signs persistence after removal of essure, with confirmed nickel allergy. Several metal elements were present leading to peritoneal dissemination. On (B)(6) 2017 all metal elements were removed. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2017: allergy to nickel was confirmed. Presence of several metal pieces suggesting peritoneal dissemination on the scan. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 31-jan-2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of device dislocation ("on the left side, the implant seemed to be slightly too proximal"), the second episode of device dislocation ("presence of several metal pieces suggesting peritoneal dissemination on the scan"), device breakage ("presence of several metal pieces suggesting peritoneal dissemination on the scan"), pelvic pain ("pelvic pain") and allergy to metals ("allergy to nickel") in a 43-year-old female patient who had essure (batch no. D40625) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), tachycardia ("tachycardia"), rash ("skin rash") with skin burning sensation, visual impairment ("visual disturbance"), dizziness ("dizzy spells"), migraine ("migraine"), back pain ("back pain"), arthralgia ("joint pain in arms and fingers"), peripheral coldness ("cold arms and hands that turn purple"), skin discolouration ("cold arms and hands that turn purple"), abdominal pain upper ("stomach pain"), abdominal pain ("abdominal pain") and nausea ("nausea"). On an unknown date, the patient experienced the first episode of device dislocation (seriousness criteria hospitalization, medically significant and intervention required), the second episode of device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and allergy to metals (seriousness criteria medically significant and intervention required). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with celioscopy, salpingectomy via laparoscopy to remove essure and right functional ovary cyst and bilateral uterine isthmus resection. At the time of the report, the last episode of device dislocation, device breakage, pelvic pain, tachycardia, rash, visual impairment, dizziness, migraine, back pain, arthralgia, peripheral coldness, skin discolouration, abdominal pain upper, abdominal pain, nausea and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain upper, arthralgia, back pain, dizziness, migraine, nausea, pelvic pain, peripheral coldness, rash, skin discolouration, tachycardia and visual impairment with essure. The reporter considered allergy to metals, device breakage, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: two explantation dates were provided: (B)(6) 2017 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2017: allergy to nickel was confirmed. Presence of several metal pieces suggesting peritoneal dissemination on the scan. Quality-safety evaluation of ptc: lot number d40625 (production date 11-dec-2014, expiration date 28-dec-2017) we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements we are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with me reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: follow-up received from attorney via legal department. During insertion, right tubal ostium presented with slight hyperplasia of polyp type. After insertion, there was 13 trailing coils on left and 6 trailing coils on right. The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017 for salpingectomy via laparoscopy to remove essure. Then the patient underwent surgery via laparoscopy for allergy signs persistence after removal of essure, with confirmed nickel allergy. Several metal elements were present leading to peritoneal dissemination. All the metal elements were removed. Right functional ovary cyst was removed. Bilateral uterine isthmus resection was performed. Hospitalization criterion was selected for the event ¿on the left side, the implant seemed to be slightly too proximal¿. Intervention required criterion was selected for the event ¿presence of several metal pieces suggesting peritoneal dissemination on the scan¿. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 31-jan-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of device dislocation ("on the left side, the implant seemed to be slightly too proximal"), the second episode of device dislocation ("presence of several metal pieces suggesting peritoneal dissemination on the scan"), device breakage ("presence of several metal pieces suggesting peritoneal dissemination on the scan") and pelvic pain ("pelvic pain") in a (B)(6) year-old female patient who had essure (batch no. D40625) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), tachycardia ("tachycardia"), rash ("skin rash") with skin burning sensation, visual impairment ("visual disturbance"), dizziness ("dizzy spells"), migraine ("migraine"), back pain ("back pain"), arthralgia ("joint pain in arms and fingers"), peripheral coldness ("cold arms and hands that turn purple"), skin discolouration ("cold arms and hands that turn purple"), abdominal pain upper ("stomach pain"), abdominal pain ("abdominal pain") and nausea ("nausea"). On an unknown date, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required), the second episode of device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant) and allergy to metals ("allergy to nickel"). The patient was treated with surgery (device removal; celioscopy). Essure was removed. At the time of the report, the last episode of device dislocation, device breakage, pelvic pain, tachycardia, rash, visual impairment, dizziness, migraine, back pain, arthralgia, peripheral coldness, skin discolouration, abdominal pain upper, abdominal pain, nausea and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain upper, arthralgia, back pain, dizziness, migraine, nausea, pelvic pain, peripheral coldness, rash, skin discolouration, tachycardia and visual impairment with essure. The reporter considered allergy to metals, device breakage, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: two explantation dates were provided: (B)(6) 2017 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2017: allergy to nickel was confirmed. Presence of several metal pieces suggesting peritoneal dissemination on the scan. Quality-safety evaluation of ptc: lot number d40625 (production date 11-dec-2014, expiration date 28-dec-2017) we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements we are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with me reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: after review and confirmation from (B)(6) health authority, case (B)(4) (MFR# 2951250-2019-00642) was found to be a duplicate on this current case and therefore it will be deleted from bayer database and all its content is being transferred to this remaining case (B)(4). Two explantation dates were provided: (B)(6) 2017 and (B)(6) 2017. New events were also provided: 2 episodes of device dislocation, device breakage and allergy to metals. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.